Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind and motor position encoder error alarm confirmed in history file. Due to motor encoder out of phase. Analysis was unable to perform the displacement test. There was no motion sensor test failure alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.